Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has diabetes and her blood sugar dropped which caused her to fall onto her back on the night of (B)(6) 2020. When she fell, she hit her implantable neurostimulator and the bracket that holds all the wires in it. The patient said that she is all bruised up and cannot sit on her right side, so she went to the emergency room on (B)(6) 2020. The patient reported to the manufacturer representative on (B)(6) 2020 that the stimulation was now not functioning. The patient has an appointment scheduled with their health care professional for the first week of (B)(6) 2020. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the replacement was planned. The issue was not resolved. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that a rep met the patient in the hcp office. The patient had good coverage, then a fall occurred and they lost coverage. It was added the patient lost weight which may have contributed to the malfunction. The stimulator was more exposed and it was discussed placing it deeper. The coverage was back to covering the patient's legs, but the leads needed to be readjusted to cover the patient's back that was lost after the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on march 30, 2020. They confirmed that the devices were replaced on (B)(6) 2020. The explanted devices were discarded by the medical facility. Following the replacement surgery, the patient was receiving adequate therapy. No further complications were reported or anticipated.